Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven years post deployment, x-ray chest indicated presence of 2 metallic wire fragments, one projected over the liver and second one projected over the sternum. The observation suggested that fragments are from ivc filter and were embolized to the posterior aspect of the right lower lobe and medical aspect of the right middle lobe. Approximately ten years post deployment, CT chest disclosed the presence of long thin metallic foreign body along the right side of the heart. The foreign body had the same configuration to the findings (tines of the ivc filter) seen in abdomen during x-ray scan. This implied, tine from the ivc filter had broken and traveled to the heart. Approximately eight months later, xr-abdomen identified the single broken posterior strut of the filter. One of the struts, a posterior medial strut on the comparison CT is fractured in the midportion. The filter was removed successfully with one limb remaining in the heart and two limbs remaining in the ivc. Therefore, the investigation can be confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter limbs detached. Two detached limbs remain in the ivc and a detached limb lodged in the heart cavity wall. The device was removed percutaneously; however, there were no reported attempts made to retrieve the detached limbs. The current status of the patient is unknown.